Event description:
It was reported that the device is providing inaccurate readings. Customer reported that the device reads intermittently or reads inaccurately after using different pt cables and probes and spo2 or bpm values are not available. No error messages were observed. Pt info is available. Add'l info reported by the customer: the number of cables used and lot numbers are unk.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.